Event description:
It was reported that during a percutaneous coronary intervention, tip and catheter damage, unable to load on the wire, and the stent moved on the balloon. As the physician prepared the device for use he was not able to load the 3.5x32mm ion stent delivery system onto the wire. Upon inspection damage to the proximal shaft and distal tip were noted, the stent also appeared that it may have moved on the balloon. The procedure was completed with another device. No additional patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. There was dried blood inside the shaft. The balloon was tightly folded. The stent was secure on the balloon. The inner shaft within the balloon was buckled 1 cm from the tip. The damage to the inner shaft within the balloon affected the markerband position, making it appear that the stent moved. The inner shaft was kinked and bunched 7 - 8 cm from the tip. The inner diameter of the tip and guide wire exit notch were measured meeting specifications. There was no other damage to the device. There was no evidence of any product quality deficiencies. The condition of the device prevented functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, tip and catheter damage, unable to load on the wire, and the stent moved on the balloon. As the physician prepared the device for use he was not able to load the 3.5x32mm ion stent delivery system onto the wire. Upon inspection damage to the proximal shaft and distal tip were noted, the stent also appeared that it may have moved on the balloon. The procedure was completed with another device. No additional patient complications were reported and the patient's current condition is fine.